Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed.results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the transmitter is unable to connect to network and to pair to the device.

Manufacturer narrative:
Since the subject device was not returned, device investigation could not be performed. The main origin of the reported event could not be established with certainty. Based on historical data, the most probable hypothesis is that a network issue or hardware failure from unknown origin caused the reported behavior. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, the transmitter is unable to connect to network and to pair to the device.